Event description:
It was reported that it was not possible to make a solid connection to the cardiovascular implantable electronic device (cied) with the mobile programmer application during an implant procedure. Troubleshooting steps were taken and it was not possible to perform lead testing through the cied. It was noted that it was possible to complete programming changes on the cied, however lead testing could not be performed. An alternative model programmer was used to interrogate the cied following the implant. No patient complications have been reported as a result of this event. It was determined at analysis that there were multiple losses of connection.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that it was not possible to make a solid connection to the cardiovascular implantable electronic device (cied) with the mobile programmer application was confirmed. It was determined that there were multiple losses of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.